Event description:
Additional information received: any adverse event or serious injury reported to patient or healthcare professional? No. Was there a delay of, or change in, the course of treatment due to the event? They have to replace the product with a new one. Any sample or photo available for investigation? Already sent an image, no sample is available. How was the patient outcome? Are there any clinical signs, health consequences or impact? No. How was treatment completed for customer?  Replaced it with a new one. Patient status? Na. Any picture of this complaint: na. Please explain elaborate issue? Needle has couple of ink spots. Date of event? - 01/02/2024. Physical sample/available? No. Material#: 300745. Batch#: 2319491. It was reported by customer that spots on the 30g needle part no.300745 lot no.2319491 verbatim: rcc received a complaint via email. Email(s) attached. Spots on the 30g needle part no.300745 lot no.2319491.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there were spots on the needle. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with the plastic shield. The plastic shield has two colored dots. No other information could be obtained from the photo. A device history record review was completed for provided material number 300745, lot 2319491. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The lot meets bd's acceptance criteria; therefore, no further action is required at this time. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
Material#: 300745 batch#: 2319491 it was reported by customer that spots on the 30g needle part no.300745 lot no.2319491 any adverse event or serious injury reported to patient or healthcare professional?- no 2. Was there a delay of, or change in, the course of treatment due to the event?- they have to replace the product with a new one. 3. Any sample or photo available for investigation? - already sent an image, no sample is available. 8. Please explain elaborate issue? - needle has couple of ink spots. 9. Date of event? - 01/02/2024. 10.physical sample/available? - no.

Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.